Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a battery charging issue, the unit was reported to be in transit for well over an hour when batteries did not switch. There was no patient injury reported.

Event description:
Record being cancelled. This event has been previously submitted under mfg report number 9320672249723-2023-05086.

Manufacturer narrative:
Record being cancelled. This event has been previously submitted under mfg report number 9320672249723-2023-05086.

Manufacturer narrative:
It has been determined that this complaint is being cancelled as it is a duplicate of record mfg report number 2249723-2023-05086.

Event description:
It has been determined that this complaint is being cancelled as it is a duplicate of record mfg report number 2249723-2023-05086.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a battery charging issue, the unit was reported to be in transit for well over an hour when batteries did not switch.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.